Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was due to the improper seating of the cartridge during the loading sequence. The pump supplies were changed to resolve the issue. There was no adverse impact to the customer's blood glucose level.